Event description:
It was reported patient experienced withdrawal. The patient reported being hospitalized and then rehabbed for approximately 6 weeks, 4-5 years prior to the report date. During the withdrawal, the patient experienced double vision and was "like a plank". It was noted that the patient was guessing on when the withdrawal occurred as it was so long ago, but recalls that the critical alarm sounded with this event. It was not reported why the alarm was sounding. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional review indicated that the patient felt stiff.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).